Manufacturer narrative:
The reagent lot number was 82119701 with an expiration date of 30-nov-2025. The field service engineer found there was a broken d check valve. He replaced the broken check valve and discolored waste tube. He performed a reagent prime, air purge, and wash cells. He ran mechanical checks, reagent primes, precision, calibration, and qc. A correlation between the customer's analyzers was successful. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas 6000 c 501 analyzer. The initial result was 71 mg/dl. The repeat result from the same analyzer was 52 mg/dl. The repeat result from another cobas c501 analyzer was 54 mg/dl. This result was believed to be correct. The repeat result from a poc analyzer was 56 mg/dl.